Event description:
A pt with severe end-stage copd and uterine carcinoma that had eroded into the small bowel underwent surgery for the ovarian mass resection and partial colectomy. The pt required a repeat exploration to remove a portion of a surgical drain which was retained during an attempt to remove it.